Event description:
It was reported patient experienced surging, fading, shocking, and had high impedance measurements. Patient stated symptoms occurred after a physician mode recharge was performed 2-3 weeks ago. Symptoms were located in the paresthesia area. It was noted varied impedance results on same electrode had shown out of range and then in range and vice versa. It was noted impedance readings of >10000 ohms, >20000 ohms, and >40000 ohms. Impedances on electrode 7 are displayed as within normal limits and open. All other electrode impedances are 700-1300, >10,000, 20,000 and 40,000 as well as 900s have been measured for electrode 7. Patient had a tumor grown into the paresthesis area which required programming of bottom part of paddle including electrode 7, where as when patient was tumor free only required programming of upper electrodes. With stimulation off, patient stated surging was still present. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).